Event description:
Pt has 90 gram prostate and median lobe. Had tuna tx for bph. 22mm needle length used. 4-5 lesions per lateral side, and 3 lesions on median lobe. Pt had excessive bleeding from urethra; admitted to hosp for 3 days. Gave 2 blood transfusions and a hematology neg work up. Irrigation to urethra. Discharged with microscopic blood in urine.